Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with module a making an error was confirmed as failure 807:08 during product evaluation. The cause of the reported condition was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 5.28.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error message on channel a: "module a has made an error" and the module turned off; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.